Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device failed preventive maintenance. No patient involvement.

Event description:
The customer reported the device failed preventive maintenance. No patient involvement.

Manufacturer narrative:
A review of the device history record for (B)(6) was performed from date of manufacture 02/09/2016 to present date 01/13/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there was a production failure (B)(4) for test failure - pressure test/ high reading, which does not correlate to the customer reported issue. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.